Event description:
A report was received that the patient was having difficulty charging her ipg. The ipg was tilted a little diagonally and the pocket was too deep. The patient underwent pocket revision, after which, the patient was able to charge.